Event description:
Additional information indicated that pacing impedance measurements and threshold measurements have continued to increase. A revision procedure was performed and the rate\sense portion of the lead was surgically abandoned and replaced.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pacing impedance measurements from 818 ohms to 1150 ohms. The threshold measurements also increased. It was noted that the sensing measurements were normal, there was no noise present and the patient is not pacer dependent. A technical services (ts) consultant was contacted and discussed that an increase in pacing impedances and threshold measurements seems to indicated a possible conductor issue. At this time, no intervention will be performed as the patient will be monitored more closely. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Our records indicate this lead remains implanted at this time. If additional information is received, this report will be updated.